Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that a new device was giving a "speaker malfunction" error; there was no sound. The speaker was making a scratchy noise, after the customer biomed attempted to repair the speaker. The device was not in clinical use at the time the issue was discovered; no patient involvement. This was noted upon installation.

Manufacturer narrative:
UDI number added.